Event description:
It was reported that the patient was hospitalized in the intensive care unit (ICU) for 2 days, after collapsing in public, losing consciousness leading to a coma and experiencing low blood glucose (bg) levels, while wearing the pod. No information was provided of the type of treatment given at the hospital. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.